Event description:
It was reported that a patient underwent a revision procedure approximately 6 months post implantation due to implant disassociation and massive glenoid erosion. The patient was converted to a hemiarthroplasty and will be implanted with a custom baseplate on an unknown date in the future. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: comp rvrs 25mm bsplt ha+adptr cat# 010000589 lot# 66588047. Comp lk scr 3.5hex 4.75x20 st cat# 180551 lot# 66783779. Comp lk scr 3.5hex 4.75x15 st cat# 180550 lot# 66854061. Comp lk scr 3.5hex 4.75x20 st cat# 180551 lot# 66602902. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.